Event description:
Bowel injury near incision site. Pt treated with temporary diverting colostomy.

Manufacturer narrative:
MFR does not know whether or not the user facility is reporting this event. The training, inspection, lot records, etc. Were evaluated. There was no evidence of out of specification condition during this investigation.